Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No pump error 53 alarms in the formatted history noted during testing. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the insulin pump received software error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.